Event description:
We received an allegation about discrepant results for 1 patient's serum sample tested with elecsys ferritin (ferr) assay on a cobas e801 immunoassay analyzer. Initial result: 1.2 ng/ml accompanied by a data flag. The physician questioned the result. The sample was then repeated. 1st repeat result: 61.8 ng/ml. 2nd repeat result: 62.2 ng/ml. The 2nd repeat result of 62.2 ng/ml was deemed to be correct.

Manufacturer narrative:
The ferritin reagent lot number was 73073100. The expiration date was not provided. The customer uses a 3rd party qc. The alarm trace showed a sample clot detection alarm, a couple of abnormal aspiration (sample probe) alarms, and multiple incubation water short alarms. The investigation is ongoing.

Manufacturer narrative:
The last calibration was performed on (B)(6) 2023 and it was acceptable with no alarms noted. Qc recovery was not provided. The field service engineer found turbidity in the procell flow path. He cleaned the turbidity out of the procell flow path. Precision studies were performed and they were within specifications. The customer performed calibration and qc and they were acceptable. The service actions (cleaning the turbidity out of the procell flow path) resolved the issue. No further issues were reported afterward.